Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Additional information: it was also reported by the account that diffuse lamelar keratitis (dlk) cases were resolved. The account said that they have performed an extensive cleaning of the surgery room as well as changed instrument cleaning techniques. They've not experienced any dlk since. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6)2017 and presented on (B)(6)2017 with diffuse lamellar keratitis in both eyes peripherally. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints but had irritation one day post op. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6)2017: right eye pre-op 20/20 -.25 x -.75 x 115, left eye pre-op 20/20 .00 x -1.00 x 40. This case is for the intralase system. A separate report is being submitted for the excimer system.